Event description:
While reviewing the programming history data for a m1000 generator, high impedance was seen but it later resolved on it's own without any intervention. The device history records of the generator was reviewed and passed final quality and functional specifications prior to release. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter if remedial action initiated, check type, corrected data: initial report inadvertently did not check notification for the voluntary remedial action that was initiated. Additional manufacturer narrative and/or corrected data, corrected data: initial report inadvertently did not include the statement indicating what notification remedial action was taken.